Event description:
It was reported that the patient went to the hospital two weeks before the surgery because the artificial urinary sphincter (aus) did not work properly. A revision surgery was performed and during the procedure it was confirmed that there was a crack in the cuff connector tubing therefore the cuff was removed and replaced. The patient is in good condition.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the surgery because the artificial urinary sphincter (aus) did not work properly. A revision surgery was performed and during the procedure it was confirmed that there was a crack in the cuff connector tubing therefore the cuff was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this cuff component underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested, however, no anomalies were found. Based on the information available and analysis results, the product analysis showed that the functionality of the device was as designed. Correction to field d4: model number, lot number, catalog number, expiration date and unique identifier (UDI) #. Correction to field h4: device manufacture date.

Event description:
It was reported that the patient went to the hospital two weeks before the surgery because the artificial urinary sphincter (aus) did not work properly. A revision surgery was performed and during the procedure it was confirmed that there was a crack in the cuff connector tubing therefore the cuff was removed and replaced. No patient complications were reported.